Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button appears to be getting stuck down. Reportedly, when the button is pressed it does not come back up. Troubleshooting with tandem technical support was performed. Customer's blood glucose level was not impacted. Customer stated that they have back up insulin injections for insulin therapy.